Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a power issue related to a problem with the battery cap. This complaint is being reported because the user may be unaware that the pump has lost power due to the battery cap, leading to under delivery.